Event description:
A customer in the united states notified biomérieux of a misidentification result of escherichia coli (e. Coli) as salmonella enterica ssp diarizonae when testing a patient urine sample with the vitek®2 gn ID test kit (reference 21341, lot 2410809103). Repeat testing using the vitek 2 gn ID test kit was performed two additional times; both repeat tests identified the isolate as salmonella enterica ssp diarizonae. The customer also sent the isolate out for maldi tof testing to a reference and state laboratory. Both maldi tof assays identified the isolate as e.coli. The reference laboratory also tested the isolate using biochemical tests, which also identified the isolate as e.coli. The customer stated that although treatment was provided for the incorrect identification result, the treatment was effective and no medical intervention was required. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding a misidentification result of escherichia coli (e. Coli) as salmonella enterica ssp diarizonae when testing a patient urine sample with the vitek® 2 gn ID test kit (reference 21341, lot 2410809103). Repeat testing using the vitek 2 gn ID test kit was performed two additional times; both repeat tests identified the isolate as salmonella enterica ssp diarizonae. Biomérieux investigation was conducted. The customer's submitted strain was sub-cultured. A second sub-culture was performed and testing included individual organism suspensions with gn ID cards from the customer's lot (2410809103) and a random lot (2410984203) in duplicate, as well as vitek ms and api® 20e rapid test kit. Vitek 2 testing was performed with software versions 7.01 and 8.01. - all gn ID cards tested software versions 7.01 and 8.01) resulted in very good identifications of e. Coli. - vitek ms identified the strain as e. Coli with a 99.9% confidence value. - api 20e rapid also resulted in a very good identification of e. Coli (99.4%). A review of the customer's salmonella enterica results demonstrated one atypical positive reaction (h2s) for an identification of e. Coli according to the gn knowledge base. Atypical reactions can indicate contamination, mixed culture, use of non-recommended media or other user set up error. Any identification of salmonella spp. Should be confirmed with another method such as serology. The gn lab report prints the message "confirm by serological tests" for any identification of salmonella spp. Vitek 2 gn ID lot # 2410809103 met final qc release criteria. This lot passed qc performance testing. No ncmrs were written against the lot. Ncmrs were reviewed for the last 13 months (11sep2018 to 11oct2019). No ncmrs were written for the gnid card for performance issues. The investigation concluded the vitek 2 gn ID cards are performing as expected.